Event description:
It was reported that a black, grease-like substance may have leaked from the handpiece while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The customer advised that the handpiece will not be returned to the MFR for investigation based on this event. A product return was requested. The reported condition of a possible leak cannot be confirmed without the product being available for eval.